Manufacturer narrative:
Result of investigation: the exact root cause is unknown and under investigation with I-ch-20-32. Iflow 200 s sensor broken at the seam.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that bellavista 1000 has problems with the flow sensors that has snapped. Users have had problems with the flow sensors filling up with condensation during the use of heating devices. Several incidences where the flow sensors triggered an alarm showing a disappearance of the tidal volume and minute ventilation. The customer wants to know if the cause of the issue is the flow sensors or heated wire malfunction. The is no information of patient involvement reported from this event.